Event description:
This is foreign event for a similar device sold in the us. The event occurred in spain. Complainant reported that children's wounds are not healing properly and remain open following derma+flex qs application.

Manufacturer narrative:
Attempts were made to obtain more information, but were unsuccessful. This event type will be monitored to determine if action is necessary.